Event description:
It was reported that the pump did not retain a charge even while plugged in. There was a delay greater than 30 minutes while the back up arrived to the patients house, during this time, the therapy was stopped. No patient injury was reported.

Manufacturer narrative:
The device used in treatment was returned for evaluation. The visual evaluation found no defects and the device past the functional service tests therefore we could not establish a relationship between the reported event and the device. The described failure mode, failure to charge can potentially be caused as a result of the device¿s inbuilt safety feature inherent within numerous rechargeable devices. If the temperature of a device increases above a certain temperature, charging will pause until the temperature has reduced and this is detailed within the instructions for use. Although the device will pause charging in these conditions, it will not impact on its ability to still provide negative pressure wound therapy. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during production. The device met all specifications upon release into distribution. The complaint history for the reported event has been reviewed revealing further instances, these instances are being monitored to determine if additional actions are required. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.